Event description:
Advocate stated her grandson received a blood glucose reading of 63mg/dl on the contour next, but he had hypoglycemic symptoms of weakness, shakiness and sweating. He was conscious but could not move. He was given a (B)(6) and french fries. Thirty minutes later on the same meter his blood glucose was 142mg/dl and he felt fine but exhausted. Advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.